Manufacturer narrative:
Conclusions: the suspect device has been returned for evaluation; however, the investigation is not complete. A follow-up report will be submitted when additional information is available.

Event description:
The complainant reported that during a pericardiocentesis procedure, the guide wire became jammed in the pigtail catheter. While attempting to remove the wire, it became stretched. The wire and catheter were removed together. No harm or injury to the patient was reported.